Manufacturer narrative:
This report was initially filed as an adverse event involving the excimer laser. The excimer was assessed as a suspect product but upon further review, the excimer laser was in fact not involved in the reported event. The suspect products in the reported event are the femtosecond laser and patient interface. Reports have been filed for both the femtosecond laser and patient interface (reference report number 3006695864-2016-00100 and report number 2648035-2016-00162). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a laser treatment, there was suction loss with a patient interface resulting in aborting the procedure. The procedure was aborted prior to completing the full pass. A brief description from the surgery center indicated there was suction loss prior to procedure and the patient was re-applanated. The patient had significant eye movement during the pass affecting the flap centration. This report is for the excimer laser. A separate report is being submitted for the femtosecond laser and one for the patient interface.